Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the alarm history showed no alarms related to the complaint were recorded; only typical usage was observed. The basal and boluses added up appropriately to the total daily deliveries showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within the required range and delivering accurately. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.